Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however blood was noted in the helix/lobe mechanism and on the outer insulation.

Event description:
It was reported during the implant procedure that the lv lead was not used. Muscle stimulation reported. No patient complications have been reported as a result of this event.